Event description:
PICC broke where catheter is connected to pink hub. Catheter removed immediately, patients tolerated procedure. Catheter examined to ensure all recovered, and patient's PICC was replaced with a peripheral IV.

Manufacturer narrative:
There were two additional occurrences of this cause of condition in this product lot. Please reference the following mdrs for additional info: MDR 2245270-2015-00026, MDR 2245270-2015-00027. Although the device was not returned to vygon for evaluation, the details of the malfunction have been sent to vygon gmbh for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.